Event description:
Device report from japan reports an event as follows: it was reported that patient is scheduled for revision surgery on march 15, 2022, to replace setscrews. Patient initially underwent a procedure on december 23, 2021, to treat cerebral palsy. On an unknown postoperative date, the patient took off the outer casting gears against surgeon¿s advice. On march 7, 2022, it was found that the setscrews had come off from the occipital bone. This report is for a titanium (ti) locking screw. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part 04.614.508s. Lot: 7l65536. Release to warehouse date: december 04, 2020. Expiration date: december 01, 2030. Supplier: früh verpackungstechnik ag a manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Non-sterile part: 04.614.508 lot: 64p2152 manufacturing location: supplier ¿ eptam precision metals / inspected, packaged and released by: (B)(4). Release to warehouse date: november 10, 2020 part: 04.614.508, ti locking screw lot: 64p2152 (non-sterile) production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of conformance supplied by eptam was reviewed and determined to be conforming. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of this product that would contribute to this complaint condition. Component part(s) reviewed: component part device history records (dhrs) were not reviewed as the reported complaint condition of ¿patient took off outer casting gears; setscrews had come off¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.